Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced because of a micro lead perforation. The patient complained of slight chest discomfort while being paced and taking a deep breath. The physician was going to reposition the lead but due to the patients heart anatomy, decided to explant it and put in a new lead.